Event description:
Customer reported that the insulin pump alarmed no delivery during bolus a couple of months ago. The alarm was cleared and customer received a no delivery again the day prior to the call during prime. Customer kept rewinding and priming and was able to complete prime until the 4th time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.